Manufacturer narrative:
(B)(4).

Event description:
The pt experienced increased pain. Vascular runoff was noted during a catheter access port dye study. The entire catheter was replaced 5 days after the study. The pump was used to deliver sufentanyl and bupivacaine. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.